Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient experienced intense cramping and broke a tooth. Nevro attempted to obtain a medical assessment regarding the nature of the symptoms but was unsuccessful. Lab results did not show any abnormalities. The patient was unwilling to turn off stimulation as she is receiving effective pain relief from the device. There have been no reports of further complications regarding this event.